Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced a fever and cloudy effluent as a result of the peritonitis. The patient was treated with unspecified antibiotics. After receiving similar culture results, it was reported that the cause of the peritonitis was due to cross contamination from a pressure sore on the patient's back. The patient was discharged from the hospital a week after admission and had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12l11074 with no issues noted during the manufacturing process. There were no deviations from standard procedure or exceptions noted. Should additional relevant information become available, a follow-up report will be submitted.